Event description:
Customer reported an issue with a continuous glucose monitor (cgm) displaying an error code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with a pump reset, which resolved the error, allowing the customer to successfully start their sensor session.